Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty peeling the sheath is confirmed, but the cause remains unknown. The device returned for this complaint was one 15 fr. Airguard introducer with dilator and sheath. Visual observation found that the sheath had been completely split on one side and partway on the other side. One of the white tabs was broken and the tip of the tab was missing. The dilator tip was bent. Longitudinal scratches were visible near the distal end of the dilator. The silicone valve did not split cleanly. The sheath was deformed and damaged both along the length and at the distal tip. The damage/deformation to the sheath tubing and the scratching on the dilator appear to be incidental due to rough handling during the procedure. Microscopic evaluation found that one of the separation lines between the tabs was ragged and uneven, whereas the other side manifested a cleaner separation, although some material was still retained on one tab. The device was forwarded to the manufacturing site for additional evaluation, but no root cause was determined. The IFU states the following: with the catheter advanced, peel away the sheath by gripping the ¿t¿ handle and breaking it apart with a downward and outward motion to initiate separation and withdrawal of the sheath. Caution: ensure that the introducer sheath is only torn externally. Catheter may need to be further pushed into the vessel as sheath is torn.¿ a lot history review (lhr) of rebt0313 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt0313) have been reported from the same facility.

Event description:
It was reported that the sheath is hard to peel apart. This file addresses the second of two devices.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0313 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt0313) have been reported from the same facility.

Event description:
It was reported that the sheath is hard to peel apart. This file addresses the second of two devices.